Event description:
It was reported that the handpiece began leaking a red substance by the trigger during the cleaning process. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for svc and eval. Based on the investigation details, when the device was received, it was covered in an unknown wet substance. A sample was collected from the device. The device was cleaned and re-lubricated, and worn components replaced in the svc process as preventative maintenance. The risk associated with this failure has been addressed. A potential cause to have created an event such as this may be contributed to cleaning and sterilization practices at the account. Any trends for this failure mode that require corrective action will be identified through complaint/MDR trending.